Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported a patient in the emergency department of the hospital had a PICC tube inserted on (B)(6) 2026. On (B)(6) prior to an IV infusion, a leak was detected during catheter maintenance. Approximately half an hour later, after a clinical instructor had completed other medical orders and returned to remove the dressing, it was discovered that the catheter had separated from the extension tubing and had retracted into the patient¿s upper arm. The catheter was subsequently removed via an interventional procedure; upon examination, it was found to be intact. This incident resulted in an extended hospital stay for the patient. No further information was provided.